Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date in the same month as the onset, the patient began treatment with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the peritonitis event. At the time of this report, treatment with vancomycin was reported to be ongoing. Dianeal therapies were ongoing. On an unreported date, the patient was retrained on the proper aseptic technique. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.